Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/pt contacted lifescan (lfs) to report the one touch ultra meter would not power on. The sr medical surveillance specialist was able to classify the complaint based on the info originally provided. The day prior, the pt noted the reported meter would not power on; she did not obtain a blood glucose reading. Two hrs later, the pt claimed she experienced the symptom of shaking. The pt administered self-treatment with food and/or a drink; she did not seek any medical attention. The pt takes insulin on a sliding scale, and tests her blood glucose levels more than four times per day. Troubleshooting revealed the test strips were correct; and that the pt had not replaced the meter's battery as recommended. The issue was not resolved, as the pt did not have a replacement battery. The meter, test strips and control solution were replaced. The pt had not replaced the meter's battery as recommended. The pt allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter power issue, and received treatment with food. Therefore this complaint is being reported.